Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced headaches and nausea. The neurosurgeon found that this was caused by a leakage of cerebrospinal fluid. A blood patch was applied and there have been no reports of further complications regarding this event.